Event description:
It was reported that during a stent deployment procedure intended for the stenosis in the central vein with access through upper arm vein, the stent successfully deployed; however, it allegedly failed to expand. Reportedly, the stent was removed from the patient and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the user could not deploy the stent. The luer adapter was found detached from the grip so that a successful deployment using the trigger method was impossible. During evaluation the stent could be deployed using the pin and pull technique. The alleged failure to expand as reported by the customer was unconfirmed, as the stent was not deployed at all upon sample receipt. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instruction for use (IFU) sufficiently addressed the potential risks. The IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.¿ furthermore, the IFU states: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.', and 'the conventional method requires the user to remove the white conversion tab (m) before snapping the catheter out of the performaxx grip. The stent can then be deployed by using the conventional pin and pull-back technique'. The reported treatment of a central vein stenosis represents an off label use of the device. Based on the IFU supplied with this product the device is indicated for use in the iliac and femoral arteries. (B)(4).

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in model #/lot # has not been cleared in the us, but is similar to the bard e-luminexx vascular stents products that are cleared in the us. The 510 k number and pro code for the bard e-luminexx vascular stents products are identified in the report. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent deployment procedure intended for the stenosis in the central vein with access through upper arm vein, the stent successfully deployed however it allegedly failed to expand. Reportedly, the stent was removed from the patient and another device was used to complete the procedure. There was no reported patient injury.